Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received.

Event description:
It was reported that a cable was loose and saline solution was leaking from the disposable pressure transducer . It was later indicated that the event occurred during set up of the device. The connections were verified and during priming, there was a leak in the dpt. It was also observed that the pressure tubing was separated from the device. Another disposable pressure transducer was used and worked successfully. There was no allegation of patient injury.

Manufacturer narrative:
We received one single dpt kit with an attached bifurcated IV line for examination. The reported event of "pressure tubing was separated from the device (not broken)" was not confirmed. Damage was found at the IV tubing male connector to the pa dpt, not at the pressure tubing connector as claimed. The tube adapter, where the IV tube was bonded to the male connector, had been broken from the male connector at the end of the IV line. No other visible damage was observed. Based on the evaluation this would not have been a reportable event. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. It is common clinical practice to inspect all products before usage. With dpt sets, it is common for the clinician to check for leakage while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Inquired of patient demographics. Unable to be obtained.